Event description:
It was reported via repair work order that the nurse call docker cable had signs of chemical corrosion and the jack screws were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.